Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced some problems with the pump delivering a bolus and sometimes it was not delivering. The sticker at the back of the pump was gone. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Product return was expected for mmt-1715k.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. (B)(6) 2025 09:09:44.000, (B)(6) 2025 18:32:52.000 normalbolusdelivered. Eventtype = 220. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 26. Systemtime = (B)(6) 2025 18:32:52.000. Bolusprogrammingmethod = bolus wizard. Bolusnumber = 252. Presetbolusnumber = 0. Normalbolusamountprogrammed = 5.8. Bolusamountdelivered = 5.8. Pump passed the dat at 0.0869 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with end cap address label missing, missing display window/cover, battery tube threads - cracked and cracked case (battery tube). Unit passed required testing. Not confirmed possible over delivery anomaly noted. Label damage or missing confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.